Event description:
New information revealed that the patient was stable. The capture anomaly was identified as intermittent capture, elevated capture threshold, and lead noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead was capped due to an unspecified capture anomaly.